Event description:
It was reported during programming of the patient's scs system, the patient complained he no longer felt good stimulation therapy. A system impedance check found multiple lead contacts with high/invalid impedance. Consequently, surgical intervention was taken and the dr replaced the patient's scs lead with a new one to address the issue.

Manufacturer narrative:
The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.